Event description:
The 23 mm valve was implanted and after closing the pt's aorta, a transesophageal echocardiogram revealed the cusps were not closing properly inducing regurgitation. Therefore, the pt's aorta was re-opened and the valve was removed and replaced with a 25 mm valve from another manufacturer. It was reported additional inotropes were administered and the pt experienced prolonged mechanical ventilation related to the extended bypass time.